Event description:
Boston scientific received information that high shock impedance measurements were observed through the remote monitoring system. The patient was checked and impedances were at 110 ohms at that time. Patient monitoring was planned. The device and lead remain in service. No adverse patient effects were reported. Additional information received confirming that all other measurements were within normal range and there were no lead issue suspected. At this time, continued supervision of the patient was done.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.